Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the stated reason for return of a mismatch between the stylus tip and the cursor on the screen and therefore the touch screen assembly was replaced and calibrated. New software was also installed, the device cleaned and it passed its final electrical safety test and all final functional and systems tests.

Event description:
It was reported that the stylus tip and the cursor on the programmer display screen were not matching up, even after calibration attempts were made. It was noted that the mismatch made working with the programmer difficult but not impossible. The programmer was returned for service. No patient complications have been reported as a result of this event.